Manufacturer narrative:
The ventilator was investigated on site by our service technician, the reported failure was reproduced. The expiratory valve coil and expiratory cassette connection pcb were both found with pinched cables. The pressure transducer pcb was also replaced. The ventilator passed pre-use check and was returned for clinical use. No parts was returned for investigation, device logs were downloaded and available for investigation. Evaluation of received device logs can confirm the reported problem. Pictures received from the service technician can confirm the two pinched cables. A damaged expiratory valve coil cable may result in a malfunctioning expiratory valve due to electrical short circuit. This will be detected during pre-use check and during ventilation by generated alarms. Our conclusion is that the reported pre-use check failures were caused by a damaged/pinched expiratory valve coil cable.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. (B)(4).